Event description:
It was reported that the intraocular lens was removed intraoperatively due to broken posterior capsule. The facility did not indicate whether the capsule damage occurred prior to insertion. A vitrectomy was performed. This report to the patient's left eye. No additional information was provided. Additional information has been requested. Please reference MDR # 1119279-2013-00227 for the delivery device used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. The surgeon elected to use duovisc for the procedure this viscoelastic has not been validated for the softport iol.